Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, back up vvi mode was observed on the device. The patient was brought into clinic to restore the device. It was noted that the patient had symptoms of pocket stimulation due to unipolar pacing. A device download was performed successfully to restore device functions. Patient was stable and will continue to be followed normally.